Event description:
It was reported that complete heart block occurred. Vascular access was obtained via a right transfemoral approach. A lotus introducer sheath was placed. Balloon valvuloplasty (bav) was performed with a non-bsc balloon catheter. The patient showed signs of complete heart block at the time of bav due to the patient's thickened left ventricular outflow tract (lvot) septum. A 25mm lotus edge valve was implanted to treat the native aortic valve. The patient's heart block resolved some but worsened with the implant of the 25mm lotus edge valve. The following day a permanent pacemaker was implanted. No patient complications were reported.